Event description:
A report was received that the patient experienced a csf leak during the implant procedure due to a dural puncture during the insertion of the right side lead. The leads were removed early due to risk of infection and the event was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2352-50e, serial # (B)(4), description: trial linear 3-4 lead, 50cm.

Event description:
A report was received that the patient experienced a csf leak during the implant procedure due to a dural puncture during the insertion of the right side lead. The leads were removed early due to risk of infection and the event was resolved. This adverse event is related to the study procedure and not related to the study device hardware or stimulation.